Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery status was showing one percent remaining to elective replacement indicator (eri) three and a half years post implant. Engineering reviewed the data stored in the device's memory and found that six months earlier the battery capacity was at 67 percent and in two months time it went to 15 percent remaining, thus confirming the concern over premature battery depletion. Immediate explant was recommended. At this time the s-ICD remains in service and an explant procedure has not been scheduled. No adverse patient effects were reported.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is not included in the emblem s-ICD premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.